Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant lost osseointegration and was removed due to pain. The patient complained of pain and discomfort. The implant site was found to have inflammation and implant mobility. The implant site was also infected and having bone loss. Granulated tissue was noted in the implant site. The implant was extracted about 8 months after it was placed into the tooth # 30. Patient's pain has been relieved after the implant's removal. The implant site has type iii bone quality. The implant was not placed on previously grafted site. The patient has no relevant pre-existing condition. The patient was reported to be satisfactory. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The implant was verified to be a hahn tapered implant 4.3 mm x 8 mm. There was no defect nor non-conformity observed with the returned device. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to lose osseointegration. Per provided information, the patient has type iii bone quality. Type iii bone quality is a thin cortical bone with dense trabecular bone of good strength. It is possible that the patient's bone quality may have been a factor in the loss of osseointegration of the implant. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the implant, this event will be tracked and trended.